Event description:
"Clips placed as per normal, but patient re-admitted within 24 hours with significant abdominal pain." "Common bile duct stent placed endoscopically. Bile leak shown via hida scan. Ercp could not differentiate between extra cystic duct versus clip failure. Md has strong suspicion of the latter given no distinct ductal structure on ercp."

Manufacturer narrative:
Upon receiving and evaluating incident device, a follow-up report will be submitted.